Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use while the patient (pt) was connected. A baxter technical service representative (tsr) reviewed proper procedures with the nurse. The pt had not disconnected prior to the alarm, there were no open clamps on any unused supply lines, the pt line was properly primed before connecting, there were no extension lines in use, all bags were properly connected, and there was nothing unusual noticed about any of the supplies. The tsr advised the customer to start over with all new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.